Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during totally extra-preperitoneal surgery, the balloon for inflating the extraperitoneal space did not inflate. The user took the device out and checked it and a hole was noted. Another device was used to resolve the issue in order to complete the case. There was no patient injury.